Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead exhibited high capture, the physician place the lead in different location with the same results. The lead was not used, a new lead was placed successfully. The patient was safe.